Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a tissue bridge following flap creation which made opening the flap difficult. Everything was noted as normal during docking and flap cut. When the surgeon wanted to open the flap she noticed the tissue bridge but the flap was able to be opened. The excimer treatment was postponed to the following day. Patient outcome unknown. Additional information has been requested but not received.

Manufacturer narrative:
A company representative visited the site and evaluated the system. Low energy was noticed from the system, and energy pockels cell replaced to correct the issue. Tissue bridges/irregularities in the flap may occur when power fluctuations occur during treatment as the treatment power will not be what was originally planned, leaving areas of no treatment in the cornea. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to the faulty energy pockel cell. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received by the ophthalmologist. The reported event was resolved with treatment and bridges were separated with a diamond blade.